Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device had a component issue and was difficult to activate, wherein the sealing activator button cover (violet color) detached from the sealing device. It was possible to continue and complete the procedure because the surgeon was able to activate the sealer, but was more difficult because the cap fell apart during the procedure. No patient injury.

Manufacturer narrative:
Evaluation summary: two devices were received for evaluation. The devices had been used in the treatment or diagnosis of the patient. A review of the lot number reported indicates that the products were within the assigned expiration date at the time of the reported incident. The returned products did not meet specification as received. Visual inspection found that the purple activation button was disengaged on both devices. One disengaged button was returned for investigation. The reported condition was confirmed. The investigation found that the purple activation button was disengaged from the device body. No visible damage were found on the devices weld or the returned activation button. Quality engineering has been notified of this type of failure before and it was determined that the disengaged purple activation button is a design issue. A design improvement plan has been initiated to address the disengaged purple activation button. The investigation identified the root cause of the reported event to be a design issue. Corrective actions have been implemented to mitigate this issue. The provided lot number indicates that this product was manufactured in shanghai. The appropriate personnel have been contacted and the manufacturing non-conformance search results will be recorded in the DHR task. If information is provided in the future, a supplemental report will be issued.